Event description:
During the atrial fibrillation procedure, the lining on the catheter paddle pulled back exposing internal wires. It felt tight when attempting to remove the catheter from the introducer. After touching it, it returned to its original state. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing was noted to be torn near the distal couple exposing the internal components. Insertion and removal was unable to be tested since the straightener was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture / torn tubing remains unknown